Event description:
Procedure type: low anterior resection / double stapling. Pt sex: unk. According to the reporter, the instrument was used at the proximal side of the colon. The staples on either side of the tissue got stuck, and the bowel couldn't be opened. This part of the tissue was cut, and another purstring device was used. The anastomosis was then completed.

Manufacturer narrative:
Initial report sent: 08/21/2007.